Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 14 of the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.